Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 429688 pacing lead implanted: 2014 (B)(6); 5076-45 pacing lead implanted: 2012 (B)(6).(B)(4).

Event description:
It was reported that post implantable cardioverter defibrillator (ICD) system implant and post defibrillation testing, 3 brief mechanical type noise oversensing ventricular episodes were observed. The pocket was re-opened and the connections were verified. The ICD was placed back in the pocket and another episode of ventricular oversensing was then observed. The ICD and right ventricular (rv) lead were removed and replaced. The patient developed a hematoma that was attributed to going in the second time to revise the system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. Helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. There were no anomalies observed on the returned lead.